Manufacturer narrative:
Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Furthermore, the visual inspection carried out showed the damage seen on the haptic most likely occurred due to its manipulation in a dehydrated state.

Event description:
Lenstec, inc. Received an email notification stating "torn haptic, wound enlarged. Lens removed and a new lens inserted".